Manufacturer narrative:
Concomitant medical product(s): 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, transmission data showed what appeared to be undersensing on the current electrogram (egm) episode. The rv lead remains in use.